Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug(device #1)used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This MDR represents the bard/davol perfix plug implanted on (B)(6) 2011. No allegations has been made to the bard/davol perfix plug implanted on (B)(6) 2012. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device #1). On (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2012, the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug(device #1) implanted on (B)(6) 2011. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-jan-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d. 6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2012, the patient had unspecified injuries. The patient is only making a claim for an adverse patient outcome against the perfix plug (device #1) implanted on (B)(6) 2011. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿a very large indirect inguinal hernia and was dissected. A large perfix plug (device #1) was inserted and onlay was applied to the floor, sutured.¿ on (B)(6) 2011 - patient was diagnosed with left inguinal hernia and had drainage from wounds thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿a large indirect hernia sac was dissected and excised. Large synthetic mesh was inserted and sutured to the transversalis fascia. ¿ on (B)(6) 2012 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2) and explant of perfix plug (device #1). Per operative notes, ¿the hernia was opened up and dissected free. A medium and large mesh plug (device #1), which was adherent to the sac protruding through the inguinal canal was excised. The large perfix plug (device #2) were secured together and placed into the defect with the onlay patch was secured to the pubic tubercle.¿ attorney alleged that the patient had adhesions, nerve damage, pain and hernia recurrence.